Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device is not expected to be returned to the synthes manufacturer for evaluation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device was not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is a veterinary complaint. It was reported that there was an issue with a 2.7mm locking screw and a left 2.7mm tibial plateau leveling osteotomy (tplo) plate. The screw seated too far into the plate. As the surgeon was tightening the proximal screw, it went through the plate. An alternate plate and screw were available and the surgery was successfully completed with a less than five minute delay and no harm to patient. This is report 1 of 1 for (B)(4).